Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the secondary endovascular procedure is confirmed however clinical was unable to find substantial evidence to support the reported type 3a endoleak with the medical records and imaging available for review. The discharge summary did not specify the type of endoleak. Several attempts were made to obtain medical images but only radiology records without images were received. Procedure related harms, device, user, or anatomy relatedness of this event could not be determined based on the medical records and imaging available to review. The final patient status was reported being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b2: outcomes attributed to adverse events has been updated. H6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, a type iiia endoleak was detected. The patient was reportedly in stable condition. The physician elected to treat the patient by relining with an additional bifurcated afx2 and a suprarenal afx devices on (B)(6) 2019. As of date, there have been no additional patient sequelae reported.